Manufacturer narrative:
One capnography monitor was returned for evaluation. Visual inspection of the device found it have a damaged 9048 filter that was stuck in the luer. Device underwent functional testing by performing a battery test. Battery was fully charged and unit was powered on, and did not power off on its own. Upon further visual inspection, the interal tube was noted to have been modified by the customer. The rear sample line was missing and a piece of the 9048 outside filter was found broken inside the luer nut. The reported customer complaint has not been confirmed.

Event description:
Information was received that a smiths medical bci capnography monitor capnocheck ii turns on and off. No patient adverse effects reported.